Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power extension cable plug was broken off from the power extension cable with exposed wires on both sides of the broken connection. No other physical damage on the unit was noted, including no damage on the supplied power cord. All of the mounting hardware was secured. As received, the unit could not be turned on due to the broke power extension cable. The supplied power cord was connected to the rear of the unit directly and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. Overall, the reported complaint that the device had a cord coming out of the unit that was frayed was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause for the reported event was due to the power extension cable plug being broken off from the power extension cable.

Event description:
The patient reported that the cord coming out the back of the unit was frayed and when attempting to fix the issue, the unit sparked. The patient was advised to keep unit unplugged and a replacement unit was ordered.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.